Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. A revision procedure was performed to check the lead connection and after reconnecting the lead the shock impedance was within normal limits. This rv lead remains in service. No additional adverse patient effects were reported.